Event description:
User facility reported that following an uneventful novasure endometrial ablation in 2009 the pt was admitted to the hospital "and was septic". Urine and blood cultures "came back reporting ecoil [escherichia coil]". During follow-up approx 11 days later, it was reported that the pt returned to the emergency room with weakness and lower abdominal pain approx 17 hours later. She was admitted to the hospital the next day post-op. She had a computed tomography (CT) scan and treatment included intravenous (IV) antibiotics. She was discharged 5 days later. During follow-up with the physician three weeks later, he reported the pt had a temperature of 102 degrees fahrenheit upon admission. He reported the computed tomography (CT) scan and pelvic ultrasound were both negative. Additionally, he reported no organism was identified as no cultures were done. He reported the pt was discharged home on a 2 week course of cefazolin sodium (ancef), route unk.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot records were reviewed for this disposable device and were confirmed to be within specified limits. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.